Manufacturer narrative:
Inspection of the actual affected suspension not performed by the manufacturer. Reports from distributor indicates that all 4 set screws securing composite hook to suspension is missing. Review of the manufacturers assembly instruction verify that installation of set screws after applying thread locker is specified and illustrated. Thus the assembly instructions is correct and up to date. Review of training history confirms that the operator was trained in the assembly of this device. Initial preventative actions include enhancement of the routines for final testing. Visual inspection is now to be performed by two operators. Initial corrective action includes inspection and verification of all suspensions in manufacturer's stock before shipping to customers.

Event description:
Patient hoist used for sales demonstration purposes. Composite hook on suspension, securing the sling to the hoist, detaches from the suspension during first time use. Resulting in the sales person falling out of the sling and onto the floor. No physical injury reported.